Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the ipg site was revised on (B)(6) 2016. Stimulation was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site which is located in his upper right chest wall. Reportedly, discomfort radiates upward along the lead track as well as discomfort from the outward tip of the ipg can be felt when lying down. There are no associated stimulation or impedance issues to address at this time. Surgical intervention may be undertaken as the next course of action.